Event description:
During post operative follow-up, physican noticed patient's incision site healing was delayed, a seroma, and mild infection. The physican drained the seroma and perscribed antibiotics to the patient.the patient recovered without further complications.seroma and infection confirmed to cause delay in healing. The infection was determined not to be attributable to the implant material or its size/placement. Post-operative surgical site infection is a widely recognized complication and innate risk associated with all surgical procedures.